Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a leak in iab circuit alarm. The customer checked for blood in the helium tubing, verified all connections were secure, and used the iab fill and start keys to resume therapy. It was also noted that the patient had kinked the catheter during the night. The getinge representative reviewed possible reasons the alarm would occur and the effects of a possible kink and/or intrathoracic pressure changes. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer noted the positional nature of the alarms during mobility of the patient. The getinge representative made it known that they could only troubleshoot from a femoral approach. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).